Event description:
It was reported that while the tech was setting up for the case, noticed one of the navio bone pins was bent at the end and had damaged threads. The cause of the damage was unknown, and the bone pin was replaced with a backup and removed from the field to ensure it wasn¿t used. No patient involved.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient¿s bone is harder than normal. No containment or corrective actions are recommended at this time.